Manufacturer narrative:
Eval results: - the reported issue was confirmed. Inspection of the returned product revealed the pt access window side a zipper slider body is open. Also the literature bag is missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely.(B)(4).

Event description:
Customer reported that the right side panel zipper will not close because the teeth do not align. There was no pt incident or injury reported.